Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the pacemaker was performed. Visual inspection of the pacemaker noted the case was swollen where the battery was located. The case was removed and the battery voltage was measured at 1.44 volts - this is too low to support device functions and memories. Detailed analysis of the battery found a tube tear that caused an internal short to the battery case. This cause the battery to deplete to the point where it could no longer support device functions. This confirmed the allegations made against the pacemaker in the field.

Event description:
It was reported that the battery of this pacemaker was suspected to be prematurely depleting as it could not be interrogated with a programmer. A 12-lead electrocardiogram revealed that the pacemaker was not supplying any pacing support for the patient. Surgical intervention was performed and the pacemaker was explanted. There were no additional adverse patient effects reported for the patient.

Event description:
It was reported that the battery of this pacemaker was suspected to be prematurely depleting as it could not be interrogated with a programmer. A 12-lead electrocardiogram revealed that the pacemaker was not supplying any pacing support for the patient. Surgical intervention was performed and the pacemaker was explanted. There were no additional adverse patient effects reported for the patient. This pacemaker is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.